Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the trial went well, but ever since the permanent implant was placed, the patient hasn't had the best success. The patient never experienced therapy results. The patient said that the device was being replaced with another manufacturer's on (B)(6) 2019. No further complications were reported.